Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that leakage occurred. The customer reported leakage at the connection between the IV administration set and insyte catheters; however, no catheter samples were returned and no specific insyte catheter sku or dimensional information was provided. The customer also didn¿t state where on the device the catheter was connected. The incident occurred during patient use, as the customer stated that the patient is ¿fine¿.